Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a pinhole on angle rubber, water tightness lost, objective lens chipped, light guide lens chipped, distal end cover dented, angle rubber discoloration, connecting tube discoloration, grip scratched, light guide connector scratched, suction cylinder shaved, video connector case scratch, low angulation, knobs play, due to damage on charged coupled device unit, the image had shadows, and, due to clogging of ch-tube, suction volume did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the gastrointestinal videoscope, the scope had the following issues, leaking from the angle rubber, low angulation and free play in all directions, and protein deposits on insertion tube. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle and the suction volume was less than standard due to clogging of the biopsy channel (ch-tube). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the scope could not be specified. The foreign material likely remained due to a reprocessing deviations from the indication for use (IFU) due to water leakage from the device; however, a definitive root cause of the foreign material on the device could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following the instruction for use: leakage testing of the endoscope prior to reprocessing. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the foreign material could not be identified. The foreign material was found due to incomplete reprocessing due to a leak. The customer did follow the instruction for use when reprocessing the device, there was no delay when starting precleaning, and the air/water channel was flushed with air/water during reprocessing.